Event description:
Discordant elevated potassium results were obtained on a group of patient samples. The results were reported to the physician who questioned the results. The samples were repeated on an alternate dimension(r) analyzer and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated potassium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated potassium results is unknown. The customer is taking measures to assure that centrifugation of samples does not exceed the g-force upper limit of the collection tube manufacturer. The instrument is performing within specifications. No further evaluation of the device is required.